Event description:
Pt reported that they can only wear their device for 7-8 hours at a time because their blood glucose levels are low (in the 30's and 40's [mg/dl]). Pt thinks device is delivering too much insulin during basal rate. No treatment was received as a result of this problem.